Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier: complete sid = (B)(6).

Event description:
The customer reported falsely decreased total bilirubin results generated on the alinity c analyzer on one neonatal patient. Results provided: (B)(6) 2019 sid (B)(6) = 1.7 mg/dl; previous result (B)(6) 2019 sid (B)(6) = 11.8 mg/dl; post result (B)(6) 2019 sid (B)(6) = 8.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Two error codes occurred; sample aspiration error codes include 3430 (unable to process test. Sample aspiration error) and 3449 (unable to process test. Sample aspiration error) and the probable causes include bubbles, foam, or fibrin clots are present in the sample and the sample volume in the sample cup or tube is inadequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.